Event description:
Baxter reported that "the solution couldn't go up to the end of the connector line" on 2 occassions. No pt injury or medical intervention was associated with this incident, per baxter.